Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter. The customer reports patient jm had a swan neck curl catheter inserted (B)(6) 2006, and developed a hole in the catheter below the adapter on (B)(6) 2008. The patient was given antibiotics and did not develop peritonitis.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion the results will be forwarded.